Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product/provided pictures identified the strike plate has fractured at the threads and all the pieces were returned. Inspection found the product to show signs of repeated use; strike marks, nicks and gouges. Item and lot number verified. Product was sent to sem for analysis the features of this fracture surface and mode align with a fast-brittle type tensile/bending overload failure of the strike plate¿s threaded section. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to a sentinel event.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a sentinel event.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery,the impactor was broken during implantation of mini baseplate. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.